Manufacturer narrative:
(B)(4). G2: foreign: canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. The patient experienced discomfort in trochanteric bursa area which was superficial and the surgeon notes that it appears to be trochanteric bursitis. The patient had multiple procedures to try and resolve this including cortisone injections and excision of the trochanteric bursa. Subsequently, the patient was revised approximately 6 years later due to ongoing pain and gluteus medius tendinopathy. During the revision metallosis was observed around the neck and the acetabulum was noted to have some retroversion. The head and liner were revised without complications. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: persistent discomfort in trochanteric bursa area which is quite superficial and appears to be a trochanteric bursitis. Symptoms related to gluteus medius tendinopathy. Low grade synovitis/debris and joint effusion. Intrasubstance intermediate grade tear of the gluteus medius tendon. Revision right total hip arthroplasty, abductor mechanism repair and bone graft. Head was removed from the femoral component and metallosis was observed around the neck. Acetabulum was noted to have some retroversion. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.